Event description:
It was reported that the procedure was performed to treat a moderately calcified and heavily tortuous lesion in the posterior descending artery (pda). A 3.0x33mm xience prime drug-eluting stent (des) was attempted to be advanced to the lesion; however, failed to cross and the proximal shaft was noted to be separated. The separated shaft was simply withdrawn with resistance with anatomy noted. A new xience prime des was used and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined; however, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Potential causes for a material separation include, but are not limited to, damage during manufacturing, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible the device may have interacted with the moderately calcified, heavily tortuous lesion during advancement, causing the reported failure to advance, ultimately contributing to the reported material separation. Further interaction with the challenging anatomy during removal of the device, as resistance was noted, may have contributed to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.